Event description:
It was reported that during a laparoscopic cholecystectomy, when surgeon had fired the firing trigger a clip dropped out of the jaw in 2-3 pcs. They change a new instrument but still found the same problem. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.